Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device displayed an unspecified "pacer fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.